Manufacturer narrative:
Actual device not returned hence no device evaluation performed. Medical records were provided, CT's and angios were provided although a root cause could not be determined based on the information provided. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings the root cause could not be determined based upon available information, but possible causes may be inaccurate placement, inadequate fixation and/or incomplete sealing of the afx stent graft within the vessel may result in increased risk of endoleak.

Event description:
It was reported that approx 24 months post implant of a bifurcated device and suprarenal aortic extension, a follow-up computed tomography scan identified an endoleak between the aortic extension (refer to MDR report # 2031527-2013-00323) and the bifurcated device and occlusion due to thrombus in the devices. Reportedly, the pt presented with ischemia and CT imaging confirmed occlusion and separation between the stent grafts. The physician chose to convert the pt to open repair and treated the pt with a dacron graft. It was reported that the pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.